Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had filled the cartridge with cold insulin. Technical support educated the customer to use room temperature insulin when filling the cartridge. There was no reported adverse effect to the customer's blood glucose level. The customer declined to load a new cartridge and continued to use existing cartridge.